Event description:
It was reported that a spectrum pump had a failed pounds per square inch (psi) test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the event history log revealed multiple 'downstream occlusion' messages a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor which was out of calibrated specification. The force sensor will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.